Event description:
Boston scientific provided the following information: MDR report #: mw5185126 this patient had an infected pocket. The right atrial (ra) lead was removed and replaced along with the rest of the ICD system. The patients condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Combination product: yes. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.